Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit panel light would not turn on, and the internal alarm sounded. The issue was found during reprocessing/preparation for use before the procedure. The procedure was completed with another device with no delay reported and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the alarm sound was generated and the front panel was turned off due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.